Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided.

Event description:
It was reported that the pump was alarming that the cassette was not attached properly. Air bubbles were observed in the cassette. Per reporter troubleshooting was unsuccessful. Reported medication: fluorouracil. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Other, other text: additional information is provided for h.2, and h.6. No product was returned. The investigation determined the most probable cause to be due to the latch lock flex sensor not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.(B)(6) .located in sections g.1., please direct those to the following: (B)(6) .